Event description:
The customer reported that his insulin pump alarmed during the rewind process. The caller stated that the device also alarmed when the reservoir was low and then again when it was priming. Advised the caller that the insulin pump would be replaced. The blood glucose reading was 114mg/dl. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed during the basic occlusion test as a result of a loose drive support disk.